Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported by the parent that the pediatric patient experienced inaccurate cgm values which occurred after the sensor had been inserted in the arm. Both the egv and bg were not provided at the time of the call. The adverse event occurred (B)(6) 2024 within the same sensor session. According to the report, on (B)(6) 2024, the patient experienced ambulation difficulties and unresponsiveness. The parents checked the patient's cgm and the egv was 79 mg/dl while the bg was 34 mg/dl. The parent gave the patient two juice and squeezed a gel pack in the patients mouth. Then the patient's father called an ambulance a few minutes after, since the patient was beginning to loose consciousness. The patient lost consciousness for 30 minutes. The mother administered 3 mg of baqsimi and the patient regained consciousness a few minutes after. The patient was transported to the ER by ambulance. The bg increased to 64 mg/dl and the egv was not documented. There was no treatment provided in the hospital. They only monitored patients glucose and vitals. The patient was discharged after two and half hours and the patient was feeling fine at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.